Event description:
It was reported that the insulin gauge was inaccurate. The customer continued to use the pump for insulin therapy. There was no reported adverse impact to the customer's blood glucose level.